Manufacturer narrative:
The customer reported to bec customer technical support (cts) that they did not connect tubing properly and also disconnected flow cell tubing in error while replacing a chloride electrode. The customer observed some leaking due to the disconnected tubing. The cts assisted the customer in reconnecting the tubing correctly. No further leaking was observed. No service request was generated as the issue was resolved through troubleshooting with the cts. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak on unicel dxc 600i synchron access clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.